Event description:
It was reported to Minimed that the customer experienced insulin flow blocked alarm and infusion set was bent. The customer also reported a hyperglycemic event. The blood glucose value at the time of the event was 276 mg/dL. The event involved product(s) MMT-332A, MMT-399A and MMT-1884. Troubleshooting was performed and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event; however, the Auto Mode/SmartGuard feature was not active at the time of the event. No further patient complications were reported. Troubleshooting was performed for insulin flow blocked alarm and the alarm was identified as a current event. The customer was educated on the alarm and its possible causes, and was informed that troubleshooting may require a set and/or reservoir change. The customer was advised to disconnect from the site and remove the reservoir from the pump, and was instructed to disconnect and reconnect the tubing connector to the reservoir. The customer did not have a plunger available. As the alarm occurred during therapy, the customer was advised to remove the set and examine the cannula. Upon inspection, the cannula was found to be bent, with no slight bend or curve noted, and the damage was documented as a full bend. No product return is required for MMT-332A, MMT-399A and MMT-1884.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.